Event description:
It was reported that the patient's "pump never worked" according to the patient's wife. The patient's wife stated that her husband had passed away. The manufacturer's device registration system showed the patient's date of death as (B) (6) 2009. The physician had reported that the patient's cause of death was "underlying disease." The medication being delivered via the device system was morphine sulfate.

Manufacturer narrative:
(B) (4).